Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The customer service team instructed the customer to perform several troubleshooting steps, but the issue persisted with the pump indicating a red blinking led and vibrating regularly. Consequently, technical support arranged to send a replacement pump as the current one was under warranty. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.